Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I, anxiety-product/procedure.

Event description:
Patient reported a left side rupture and exchange from textured device due to product concern. Healthcare professional additionally reported capsular contracture baker grade I. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the surface of the device. Observed red particles on the surface of the device. Observed white calcification on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side rupture and exchange from textured device due to product concern. Healthcare professional additionally reported capsular contracture baker grade I. The device has been explanted.